Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip could not be fed into the jaw and the jaw could not be opened at the third firing. The clip did not fall into the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.